Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed.  Upon incoming, the monitor displayed a service code 204 (belt/monitor unusable). The cause of this was a shorted c522 on the ca board. The root cause of the shorted c522 cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor displayed a service code 204 (belt/monitor unusable).